Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the curved rubber adhesive joint was missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the flex video scope rubber of insertion section ruptured. There was no patient involvement.